Event description:
It was reported that the patient came to the emergency room with a heart beat of 40 beats per minute. It was also reported that the device was unable to be interrogated and had no response when the magnet was placed on the device. The device readings at follow-up eight months prior did not suggest the device was near end-of-life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.